Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the bent cannula or to determine if it could have contributed to the hyperglycemia. The user reported a dislodged cannula. This condition could interrupt insulin delivery and contributed to hyperglycemia.

Event description:
The customer's wife reported that her husband's blood glucose reached 456 mg/dl less than 24 hours after the pod was activated and he gave himself a bolus of 11.0 units of insulin. The adhesive pad was wet and there was insulin noted on his skin. Upon removal he noticed the cannula was bent and it was longer into his skin.